Manufacturer narrative:
An emdr report was initially sent on (B)(6) 2021, based on the information that "during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. The physician visually identified that the cutting wire had broken just on completion of sphincterotomy. The cutting wire detached at the patient end." The device was returned and it was noted that the cutting wire broke but the anchor remains fully intact. Based on the additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.

Manufacturer narrative:
Initial reporter; occupation: unknown. PMA/510(k) # k172288. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. The physician visually identified that the cutting wire had broken just on completion of sphincterotomy. The cutting wire detached at the patient end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.